Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that the patient was using advanced bolus features. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2014 with the following findings: a review of the pump history showed that the last bolus and the last basal delivery were on (B)(6) 2014. The pump¿s total daily dosage¿s added up correctly. An unexplained power reboot occurred on (B)(6) 2014 at 23:29. Deliveries were resumed when the pump was primed on (B)(6) 2014 at 08:26. A delivery accuracy test was performed and the pump was found to be delivering insulin accurately within the required specifications. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found.